Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
It was reported that this patient experienced some asystole during the procedure to implant this system. The physician suspected the lead had micro dislodged and a revision procedure was performed three days post implant. This lead was removed from service and replaced. No additional adverse patient effects were reported.